Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: during investigation, a review of the pump history showed evidence of a large prime. The black box also recorded several occlusions, loss of primes with zero force, and no cartridge detected alarms. Evaluation revealed that the force sensor calibration was not within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was not within required specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/28/2013.